Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Product destroyed during removal

Event description:
The customer reported that the patient underwent revision of a dislocated trident all poly constrained liner in the left hip. The device was originally implanted on (B)(6) 2013.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: review of the received records with a consulting clinician could not be completed as insufficient records were received to complete an assessment. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: a review of the complaint history database shows that there have been no similar reported events for the reported lot. Conclusions: no further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. Review of the received records with a consulting clinician deemed that operative reports, surgical implant records from the surgeries, pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes are required to further investigate this event. If devices and/or this additional information is provided, this investigation will be reopened.

Event description:
The customer reported that the patient underwent revision of a dislocated trident all poly constrained liner in the left hip. The device was originally implanted on (B)(6) 2013.